Event description:
Revision surgery due to via falsa of the extension stem femoral component at 2 weeks from the primary. Femoral bone perforation is visible from the x-rays. Poor bone quality. All femoral components and inlay were successfully revised.

Manufacturer narrative:
Batch review performed on 11 march 2024. Lot 2107123: (B)(4) items manufactured and released on 09-sept-2021. Expiration date: 2026-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Few days after a constrained tka surgery, the femoral part of the implant had to be exchanged because of faulty position. This was most probably due to the very bad bone quality, as a via falsa was followed when positioning the femoral stabilization stem. It is not known what led to the implantation of the first constrained tka, from the images received we can see that it is a difficult situation with sequelae of trauma and a tha in place. No reason to suspect a faulty device.